Event description:
Reporter indicated that vns patient fractured their right leg during a seizure. It was reported that there was no change in seizure frequency, but that the patient has experienced local discomfort in their neck at the area of the lead. The patient's family member expressed concern with the way that the patient holds their head (resting on their arm) as family member was afraid that this may cause the lead wires to become kinked. The patient's family member reports that the patient has recently developed a cough and that the patient has recently experienced pain at the neck site. Device diagnostic testing was within normal limits, indicating proper device function. No intervention is planned.